Event description:
Malfunction of cautery causing burn inside of colon. Machine seemed to continue to function even after dr stopped pushing foot pedal. Bio-med tech indicates housing on back of foot pedal missing, wires crossed, machine taken out of svc for repair.